Manufacturer narrative:
Unable to determine in a laboratory setting why the rupture occurred, however the complaint is confirmed. There were no visible leaks, fractures or wear visible on the band. The complaint investigation was inconclusive regarding the reported complaint and a root cause was not identified. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the band and port lot was not available to be reviewed. Unable to determine root cause. A potential root cause was not determined.

Event description:
Surgeon replaced lap-band due to ruptured tubing. Confirmed by follow up at xray. Device implanted (B)(6) 2008.